Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed a 3cm length of clear adhesive tape wrapped around the main body tubing, approximately 75-79cm from the distal tip. The tape was torn on one end and was starting to peel away from the tubing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported there was foreign material on the catheter. An intellanav¿ mifi xp ablation catheter was removed from the packaging prior to an ablation procedure. When the catheter was removed from the packaging, there appeared to be a piece of sticky glue on the catheter itself. The glue would not have allowed the catheter to slide through the venous sheath. The device was not used within the patient; another catheter was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was foreign material on the catheter. An intellanav mifi xp ablation catheter was removed from the packaging prior to an ablation procedure. When the catheter was removed from the packaging, there appeared to be a piece of sticky glue on the catheter itself. The glue would not have allowed the catheter to slide through the venous sheath. The device was not used within the patient; another catheter was used to complete the procedure. There were no patient complications.